Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device did not meet expected longevity. Analysis of the device and internal components were as expected for a pacemaker at eri. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device did not last as long as expected. It was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported the patient had presented in the emergency room with low heart rate. The right ventricular lead was capped and replaced. No further patient complications have been reported as a result of this event.